Manufacturer narrative:
One device was returned for analysis with complaint of problem with cassette. -log events was reviewed and there are no errors related to the complaint. There were no services reported previously. Visual and functional testing was performed. Device failed latch lock test. The downstream occlusion (dso) sensor was damaged. The sensor was replaced. Device passed tests post repair.

Event description:
It was reported that a cassette error occurred during testing. Investigation found a damaged downstream occlusion (dso) sensor, which is a reportable malfunction.